Manufacturer narrative:
Qc errors are designed to be generated if the strip has been exposed to adverse environmental conditions. There is no info in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. This failure mode will continue to be monitored to determine if corrective action is warranted. There is no clinical significance in the discrepancy analysis; customer did not provide the inratio and lab values to calculate the confidence limit. Per issue, pt had a nose bleed. Pt current health status may affect coagulation test and may lead to unexpected inr results. As of (B)(6) 2010, strip lot info is not provided and no product is expected to return. Unable to perform in-house investigation. No further investigation will be pursued. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 2.1; (B)(6)2010, 2.9. Pt had a nose bleed the evening of (B)(6)2010. Pt reports having 40-50 nose bleeds in the last 3 months, but doesn't want to bother her doctor or go to the ER.